Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr became stuck in lesion and vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 1.50mm rotalink¿ plus was selected to treat the target lesion. During the procedure, it was noted that the burr got stuck in the lesion. The physician was able to remove the rota burr safely. Then a dissection was noted and an unspecified drug eluting stent was placed to treat it. The procedure was completed with a different device. No further patient complications were reported and the patient's status was okay.